Manufacturer narrative:
E1. Initial reporter phone #:(B)(6) there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified. The expected identification was staphylococcus aureus, but the result was s. Coagulase negative. This was confirmed with manual tests (dnasa). No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: b5. Describe event or problem: it was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified. The expected identification was staphylococcus aureus, but the result was s. Coagulase negative. This was confirmed with manual tests (dnasa). No health impact or consequence reported. B6. Relevant tests/lab data: this was confirmed with manual tests (dnasa) investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument is not identifying correctly, most commonly when the expected identification was staphylococcus aureus, but the actual result was s. Coagulase negative. A bd field service engineer (fse) was dispatched to the customer site. The fse replaced the normalizer panels and performed some verification tests which included a cv test, pwm test, and light source adjustment. All tests had passing results. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed two prior cases with this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.